Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
The customer reported receiving multiple motor error alarms while attempting to perform basal/bolus delivery. During troubleshooting, it was found that the alarm occurred 5 times in 30 days. The customer's blood glucose was 156 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.